Event description:
During a laparoscopic inguinal hernia procedure the device was fired and upon releasing the trigger there was a large amount of bleeding present, which was difficult to control. The introducer hit an un-named artery in the muscle layer of the abdominal wall which they state was approximately 1.5-2 mm. The surgeon controlled the bleeding by doing a mini laparotomy to locate and ligate the artery with suture. Or time was extended by 45 minutes to 1 hour.